Event description:
It was reported that a shaft break occurred. A 10mm x 2.50mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci) procedure. It was noticed that a shaft break occurred. The procedure was completed with other device. No patient complications were reported, the patient condition was stable post procedure and discharged.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a wolverine cutting balloon delivery system. A visual and microscopic examination identified that the balloon was in a deflated state. No issues were noted with the balloon of the device. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. The shaft was received in two sections as a result of a break in the hypotube. The break was located at 76cm distal from the strain relief. Both sections of the hypotube were kinked at various locations. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. A 10mm x 2.50mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci) procedure. It was noticed that a shaft break occurred. The procedure was completed with other device. No patient complications were reported, the patient condition was stable post procedure and discharged.